Manufacturer narrative:
H6): added codes 4755, 4619, and 4621.

Manufacturer narrative:
Patient's date of birth unavailable. (B)(4).

Event description:
It was reported to a philips (B)(4) representative on (B)(6) 2021 that on (B)(6) 2020, a peripheral vascular procedure was performed to treat in-stent restenosis (isr) in the patient's distal superficial femoral artery (sfa). This procedure was part of a (B)(4)postmarket study. Two spectranetics turbo elite laser atherectomy catheters were used during the procedure (models 417-152 and 414-151) to treat the patient and after the turbo elite device (model 414-151) was used, an embolization was confirmed by angiogram. Plain old balloon angioplasty (poba) was then performed, and a repeat angiogram confirmed no further embolization. The procedure was completed and the patient survived. There was no alleged malfunction of any spectranetics devices in use during the procedure.